Manufacturer narrative:
This event is being reported as serious injury due to the reported infection with surgical intervention. A review of the device history record for strattice lot sp300036 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined.

Event description:
On (B)(6) 2024, the patient underwent breast implant exchange with capsulectomy and adm placement. It was reported to pmqa by medical information that a patient 2.5 months post op, is presenting with infection and pus. Upon follow up with the physician, the physician reported that on (B)(6) 2024, the patient experienced purulent drainage from the left breast incision post operatively. The patient underwent surgery to washout the pocket, replace the original implant and completely remove the strattice implant. It was reported that the patient had a 10 french blake drain placed on each breast between the strattice and the breast tissue which remained for 7 days. It was reported that the patient had no relevant comorbidities and medical history.

Manufacturer narrative:
Corrected data: b5, d6a, g1.

Event description:
Healthcare professional reported a patient underwent breast implant exchange with capsulectomy and adm placement (implanted with a bilateral statice). Approximately 2 and a half months later, patient presented with infection and pus (purulent drainage) from the left breast incision post operatively. The patient underwent surgery to washout the pocket, replace the original implant and completely remove the statice implant. It was reported that the patient had a 10 french blake drain placed on each breast between the statice and the breast tissue which remained for 7 days. Cultured performed noted negative. The gram stain of the purulent fluid revealed only rare wbc. Patient remains afebrile and noted to be rejecting the statice.

Manufacturer narrative:
Corrected data: b5, b6, d3, d6b, h6.

Event description:
Additional information provided a pathology report noted after explant; patient tested negative for anaerobes, at 48 hours, 3 days, and 5 days. Symptom has resolved.